Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports their 8300 (sn: (B)(4) failing the leak-down test while performing preventative maintenance. Case resolution: - informed customer this is most likely due to the oridion module. - when performing the test, a vacuum is created inside the unit testing the adhesive used for the tubing. - if this test fails, there is a leak and the oridion module needs to be replaced. - recommended sending in for repair. - customer will most likely send in for repair. Ended call.